Event description:
On (B)(6) 2013, the reporter stated that a pt was admitted to the surgical ICU for a small bowel occlusion and treatment for hypovolemia and hemodynamic instability. The pt was receiving IV catecholamine. The pt experienced a drop in blood pressure. The dose of the catecholamine was increased due to the drop in the blood pressure. It was later discovered that there was a leak found at the q-syte in which drug was leaking. The pt's blood pressure prior to the leak was noted to be systolic 130mm/hg and after the leak was noted to be systolic 70 mm/hg. The physician does feel that the leak of catecholamine through the q-syte was the cause of the pt's drop in blood pressure. After the leak was discovered, the q-syte was changed. Following the increase in the drug dosage and the change in the q-syte, the pt stabilized. No additional information is available at this time.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the eval is complete, the information will be sent as a supplemental.